Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable calcium gen.2 results for an unknown number of patient samples. Of the data provided for three patient samples, only the results for two samples were discrepant. Patient 1 initial result was 1.65 mmol/l and the repeat results were 1.03 mmol/l, 1.64 mmol/l, and 1.66 mmol/l. On (B)(6) 2016, patient 2 initial result was 1.61 mmol/l and the repeat results were 2.33 mmol/l and 2.36 mmol/l. It was unknown if any erroneous result was reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 148506. The expiration date was requested, but was not provided.

Manufacturer narrative:
The service engineer checked the instrument laundry, photometry, tubing, and laundry and water bath levels. He found a split in the vacuum tube on the rinse unit which he cut and refit. The analyzer was then calibrated and qc was performed. No further issues were noted after the service visit. The investigation found it was possible that if the rinse unit did not clear all cuvettes completely due to the split in the tubing, the reaction mixture would have been diluted and could explain why the provided reaction kinetics had a strange curve in the r1 phase. As no more issues appeared after fixing of the tubing, it was assumed this was the root cause.

Manufacturer narrative:
Further investigation of the provided reaction monitors indicated there was some interference or turbidity in the r1 phase of the reaction. As primary and secondary wavelength absorbance data are no longer available, it was impossible to determine the nature of the interfering substance. A potential error source was the non-usage of cup adapters and insufficient centrifugation conditions which would lead to a sample specific issue. As calibration and qc data looked fine and the issue did not reoccur, a general reagent or hardware issue was excluded.